Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported after use of the bd safetyglide¿ insulin syringe there was ¿retraction failure for the cannula.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned one loose 1/2cc bd safetyglide insulin syringe without any packaging. Customer states that there was a retraction failure for the cannula. The sample was returned inactivated. The sample was tested and the safety mechanism could not be moved and could not correctly activate. Unable to perform DHR check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Probable root cause likely to be that there was a misalignment of the adhesive nozzle on the needle lines, whereby some adhesive was incorrectly applied to the side of the cannula/hub assembly. When the safety mechanism components were assembled, this adhesive was pushed in between the safety mechanism and the clear hub, curing and affixing these in place, not allowing activation/movement of the component. CAPA (B)(4) was initiated by the holdrege plant to address shield difficult to remove/adhesive run-over and their associated root cause(s). As the batch of this product is unknown, we are unable to confirm whether it was manufactured before or after implementation activities associated with this CAPA.